Manufacturer narrative:
The initial MDR 2247117-2017-00131 was filed on 21-nov-2017. Additional information (09-jan-2018): a siemens headquarters support center specialist reviewed the instrument data. The instrument data did not show any level sense issues or mechanical issues. The cause of the discordant human chorionic gonadotropin and estradiol results on patient samples is unknown.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse reconfigured the tube lifter height, performed a total service call and verified operation of the instrument. The cse ran a water test, which passed. The cause of the discordant hcg and e2 results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. Additionally, a discordant, falsely elevated estradiol (e2) result was obtained on a different patient sample. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher for hcg and lower for e2. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, hcg and e2 results.